Event description:
The customer's mother reported that the insulin pump alarmed. The customer's blood glucose reading was 66 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display on the insulin pump was blank due to a faulty capacitor on the motherboard.